Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected false pause episodes due to loss of contact and potential migration. It was also noted that there were small r-waves, and the icm detected background noise. The icm remains in use. No patient complications have been reported as a result of this event.